Manufacturer narrative:
The user experienced severe hyperglycemia progressing to diabetic ketoacidosis (dka) requiring hospitalization and IV insulin therapy while on ilet therapy. Dka is a life-threatening metabolic condition and is consistent with the reported symptoms and need for inpatient treatment. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. Additional information from the healthcare provider suggested possible infusion set-related factors, including site placement over scar tissue, as well as contributing non-device factors such as cancer treatment and physiological stress; however, no specific device deficiency or infusion set failure was confirmed. Based on available information, the cause of the event could not be established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 30-mar-2026 it was reported that on 26-mar-2026 the user experienced hyperglycemia with blood glucose (bg) levels of 497 mg/dl, resulting in diabetic ketoacidosis (dka) and hospitalization. The user was admitted on (B)(6) 2026, treated with an insulin drip, and discharged on (B)(6) 2026.